Manufacturer narrative:
(B)(4). One unit of manta was returned to vsi/teleflex for evaluation. No sheath was returned. Blood particulates were noted on the unit. The lever of the manta was engaged releasing the anchor. No other damages noted the device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an ECMO decannulation, a 14f manta was planned for closure. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. For further investigation, lot review and other testing. The der process will continue to monitor for any similar events.

Event description:
It was reported that: customer states that they attempted to use several mantas for closure. Additional information received on 15mar2023: first manta had delivery/deployment issue. Customer stated there was difficulty inserting the bypass tube into the sheath associated to this complaint). With the second manta , the anchor did not engage the arteriotomy and the device pulled out completely (not reportable to the FDA). The third device was deployed properly, and hemostasis was achieved.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after invesigation.

Event description:
It was reported that: customer states that they attempted to use several mantas for closure. Additional information received on 15mar2023: first manta had delivery/deployment issue. Customer stated there was difficulty inserting the bypass tube into the sheath associated to this complaint). With the second manta , the anchor did not engage the arteriotomy and the device pulled out completely (not reportable to the FDA). The third device was deployed properly, and hemostasis was achieved.